Event description:
It was reported that the pacing lead impedance (pli) and shock lead impedance (sli) measurements of this right ventricular (rv) lead had been gradually rising within normal limits. It was noted that the pli had increased from 400 to 709 ohms while the sli had risen from 70 to 104 ohms. Technical services (ts) discussed troubleshooting with boston scientific field sales representative. It was noted that the clinic will continue to monitor this patient. Later, the shock impedance rose to above 125 ohms, which is high out of range. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the pacing lead impedance (pli) and shock lead impedance (sli) measurements of this right ventricular (rv) lead had been gradually rising within normal limits. It was noted that the pli had increased from 400 to 709 ohms while the sli had risen from 70 to 104 ohms. Technical services (ts) discussed troubleshooting with boston scientific field sales representative. It was noted that the clinic will continue to monitor this patient. Later, the shock impedance rose to above 125 ohms, which is high out of range. No adverse patient effects were reported. Currently, this lead remains in service.